Event description:
It was reported it was suspected the patient¿s implantable neurostimulator (ins) was overdischarged because, he had not used or charged his battery for three years. It was reported the patient had shocked himself changing a light bulb and stimulation stopped. Later that day, the patient sat on the toilet and when he twisted the system shocked him. The patient had not used the system since then because he was scared. A physician mode recharge (pmr) was performed but it did not successfully reset the device. It was unknown if the ins was going to be replaced.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2005 (B)(6); product type recharger product ID 377760, lot# j0546752v, implanted: 2005 (B)(6); product type lead product ID 377760, lot# j0546752v, implanted: 2005 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient. (B)(4).